Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. The customer experienced a blood glucose (bg) level of 550 mg/dl. The customer addressed elevated bg with a manual injection. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy.